Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with two 250cc mentor smooth round moderate profile saline breast implants experienced right sided deflation and breast pain and left sided capsular contracture baker grade ii post procedure. Patient experienced decrease on size, pain and discomfort on the right breast and melted wax deformity on left breast. As a result, patient had undergone removal on (B)(6) 2019. This report is for the right sided device. See 1645337-2019-22368 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/5/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation and pain on the implant. During evaluation of the device a crease was noted on posterior view. Also, a tear was observed within the crease measuring approximately 0.1 cm. No other anomalies were observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer¿s reference number: (B)(4).